Manufacturer narrative:
Due to character limitation in e1, full event site name: (B)(6), full event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs100 intra-aortic balloon pump (iabp) had vacuum loss.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, health effect ¿ impact codes, type of investigation, investigation findings and investigation conclusions), h11 corrected fields: e1 (event site mail). A getinge fse was dispatched to evaluate the unit. He states, a new inspection was performed on the cs100 model bia as requested and it has not shown any abnormality in its operation to date. Tests were performed in service mode and all parameters are in accordance with those established by the factory, as shown in the attached photo, the equipment stayed cycling with the simulator for more than 4 hours without any intercurrences. The equipment is released for use.

Event description:
It was reported that during routine check up, the cs100 intra-aortic balloon pump (iabp) had vacuum loss. There was no patient involvement.